Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, embedded, perforated, and migrated to the heart. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient experienced back pain, swelling, discoloration and pain in the right leg. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately one month later, patient underwent an unsuccessful attempt at removal of the filter. The operative report detailed multiple attempts using gooseneck snare that were ultimately unsuccessful due to a strong angulation of the filter and it was felt the filter was embedded in the ivc wall. Approximately three years and four months later, a CT showed a posterior lateral tilt of the superior aspect of the filter and a possible 1 mm strut penetration into the adjacent retroperitoneal fat. Therefore, the investigation can be confirmed for filter tilt, perforation of the ivc and retrieval difficulties. However, the investigation is inconclusive for filter migration as there is no evidence of filter migration in the provided medical records. Based on the image review, tip of the ivc filter does indent the right lateral/posterior wall of the ivc without adjacent stranding to suggest active or remote perforation. The filter tip and legs do deform the wall of the ivc without primary or secondary evidence to suggest frank perforation from the images provided. Therefore, the investigation can be confirmed for filter tilt. However, the investigation is inconclusive for filter migration and perforation of the ivc. Per the medical records, the filter was tilted and embedded in the ivc wall. Multiple unsuccessful attempts were made to retrieve the filter. It is possible that the embedment of the filter tip could have led to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2017), (device 1528).

Manufacturer narrative:
Medical images have not been made available to the manufacturer. Medical records were provided and a review is currently underway. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2017), (manufacturing date: 12/2014), (B)(4). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, embedded, perforated, and migrated to the heart. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient experienced back pain, swelling, discoloration and pain in the right leg. However, the current status of the patient is unknown.